Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 540 mg/dl with symptoms suggestive of dehydration, polyuria and polydipsia. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient treated themselves with insulin via injection. The reporter alleged the pump had lost prime ¿for the last three days¿. During troubleshooting by animas customer support, it was discovered that the patient was not cycling the insulin cartridge per the instructions for use prior to use and had been reusing the single-use cartridge for more than three days. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse.